Event description:
Information was received that reported a patient was hospitalized in 2007, due to diabetic ketoacidosis. The patient reports that the last time he checked his blood sugar was one day prior, at 1:30 pm, at that time it was 133 mg/dl. He awoke the next day, when he began vomiting he called 911 and an ambulance transported him to the hospital, in route his blood glucose was measured as 315 mg/dl. Upon admit his blood glucose was 510 mg/dl, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.